Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and expiration date cannot be determined. (B)(4).

Event description:
It was reported that the patient presented to the hospital with inflammation around the device incision site. The implantable loop recorder (ilr) was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.